Event description:
Information received indicates the power supply and scale/ppm circuit boards are corroded due to fluid ingress.

Manufacturer narrative:
The technician replaced the power supply and scale/ppm boards to repair the bed.